Manufacturer narrative:
The service done on site and the logfiles were investigated. As per logfile it could be confirmed, that the v500 performed a warmstart on (B)(6) 2020 at 4:28 am. The v500 continued ventilation with the last settings after the warmstart had. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart (duration approx. 8 seconds) the ventilation stops, and the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The pba m16.2 was found to be faulty and was replaced on site. The v500 was tested according to manufacturer specifications without further issues. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the vent stopped and started again with no alarms being generated. There was no patient injury reported.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported the vent stopped and started again with no alarms being generated. There was no patient injury reported.